Event description:
A surgeon reported that following implantation of an intraocular lens (iol) the patient had "against-the-rule" astigmatism around 1.5 diopters. The iol is in the bag and centered, and there is no opacity at the posterior capsule. Visual acuity is 20/40 without correction and 20/20 with correction. The surgeon believes that the problem may appear after the lens is folded.